Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Th pump also passed the tone test and vibration test during self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Alarm-audio/vibrate anomaly/absence of alarm not confirmed. Delivery anomaly-possible under delivery not confirmed. The insulin flow blocked alarm functions properly with audio tone alerts during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Delivery anomaly-no delivery/occlusion alarm not confirmed. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the event date of 20-dec-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 30.5 u and dailytotalofbolusinsulindelivered = 33 u which is equal to the dailytotalofallinsulindelivered = 63.5 u. There were no auto suspend alarm or user suspended alarm noted in the pump history file. Perform the history review 1 week prior to the event date 20-dec-2024 in the pump history file and found: (B)(6) 2024 16:20:12.000 alarmalertnotification faultnumber = no delivery (7) during prime. (B)(6) 2024 16:22:24.000 alarmalertnotification faultnumber = no delivery (7) during bolus. (B)(6) 2024 00:36:34.000 alarmalertnotification faultnumber = no delivery (7) during bolus. The insulin flow blocked alarm functions properly with audio tone alerts during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No delivery (7) alarm not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Delivery anomaly-no delivery/occlusion alarm not confirmed. Alarm-audio/vibrate anomaly/absence of alarm not confirmed. Delivery anomaly-possible under delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, audio/vibrate anomaly/absence of alarm, possible under delivery anomaly. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, malaise, headache, and polydipsia treated with hospitalization: overnight stay. The event involved product(s) mmt-1712kl. Troubleshooting was performed. The customer reported high bgs. The customer has been using the insulin pump system within 48 hours of the reported high bg event. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1712kl was requested and the customer response was the device will be returned.